Event description:
It was reported that the atrial lead exhibited increased impedance, noise and intermittent capture. The lead remained implanted. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.